Event description:
Ous MDR - one day post implant, threshold values of 4.7v@0.4ms were reported. During the revision procedure on (B)(6) 2015, the physician had to pull aggressively on the lead in order to disconnect it from the pacemaker. After re-positioning and reconnecting the lead, impedance values of > 2500 ohm were reported, however the threshold was 0.5v. The lead was exchanged. When reconnecting the new lead to the pacemaker, elevated threshold values were observed again. The physician decided to also exchange the pacemaker. Both products were returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected revealing no anomalies. In particular the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. The pacemaker was interrogated and the pacemaker's memory content was analyzed indicating no anomalies. The battery status was found to be "ok" .next, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. No intermittent or permanent loss of output was present. The lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted which might have contributed to the reported clinical event. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the electrical analysis were within the technical specifications. In summary, the pacemaker proved to be fully functional and the lead was flawless through its inspection. With regard to the issues mentioned in the complaint description,the analysis did not show any deviations from the technical specifications. The analysis of these devices did not reveal any sign of a material or manufacturing problem.